Manufacturer narrative:
The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the reporter contacted lifescan alleging that the subject meter pump communication feature was turning off after performing a test with the meter. The customer service representative was unable to resolve the alleged issue with troubleshooting. Replacement products were sent to the patient. There were no allegations of harm or injury. Although the reported issue was not resolved with troubleshooting, this reported malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. There were no allegations of harm or injury. Based on the initial call with customer service, this complaint was not reportable. On (B)(4) 2011, lifescan completed device evaluation with the returned meter. Investigation found that there was contamination on the pcb. This complaint is now being reported due to the failed testing.